Event description:
It was reported that after two successful clip closures, the unit stop loading.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent as well as both the body and knob partially opened. The returned sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. It was noticed that the knob rotation was not smooth. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. However, the trigger was jammed and could not be pulled completely. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke pin was sticking out which caused the yoke to break. The pusher head at the distal end of the feeder was bent and the clips were out of position and stacking on one another in the channel. It appears that the clip stack caused the device to jam and prevented the trigger from releasing all the way. A manual force was most likely applied to fully reset the trigger which caused the yoke pin to get out of position and break the yoke. The clip stacking was the root cause of this complaint issue. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to load" was confirmed based upon the sample received. One device was returned with its rotation tab bent as well as both the body and knob partially opened. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon functional inspection, the trigger was jammed and could not be pulled completely. It was found that the clips were out of position and stacking on one another. It appears that the clip stack caused the device to jam and prevented the trigger from releasing all the way. A manual force was most likely applied to fully reset the trigger which caused the yoke pin to get out of position and break the yoke. The clip stack also caused the pusher head at the distal end of the feeder to bend out of place. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. Non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73c1800516 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after two successful clip closures, the unit stop loading.